Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 failed and required maintenance. The customer attempted troubleshooting by performed a system reboot and recover storage space procedure; however, the issue persisted and the drawer remained in a failed state. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer confirmed that drawer 5.1 was not detected on the bus; however, the issue had been resolved by the customer prior to arrival. Fse reseated the connection between the row board cable and the drawer control printed circuit board (pcb) to ensure proper connectivity. The system functioned as intended after the field service engineer repaired the device.